Manufacturer narrative:
Since this event resulted in a serious injury, it is reportable per 21 cfr part 803.

Event description:
Patient reported provided a letter of recommendation from their dentist. In the letter the dentist stated they have identified the patient's teeth alignment and bite require additional attention to ensure optimal oral health and function. Specifically, the bite is not evenly aligned (malocclusion), which may lead to issues such as uneven wear on the teeth, jaw discomfort, or potential long-term complications if left unaddressed. To correct this, it is recommend orthodontic treatment to straighten the teeth and properly align the bite.

Manufacturer narrative:
A DHR review was conducted with no discrepancies noted.